Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation was unable to duplicate the reported slow sweep test failure. The psm installed on an in-house test system triggered no error codes. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during a scheduled preventative maintenance activity. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during preventative maintenance of the da vinci system, the patient side manipulator (psm) arm 1 failed the slow sweep test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm.